Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm size is unknown. It is reported that the pt had very tortuous anatomy that was highly calcified. After the device was deployed, the stent graft was reportedly pulled down about 1 cm while the physician was pulling the runners back. It is reported that the physician was told to use care and "not go too fast". It is reported that the physician "pulled too hard and too fast", pulling the stent graft back as the runners were retracted. It is reported that a 28 mm diameter x 3.75 cm length aneurx extension cuff was implanted successfully. The pt suffered no clinical sequelae from the reported event, and the pt is reported to be fine.